Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1828201) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) would not deploy, the sealant may have been prematurely shuttled. Then, the sealant stuck and would not allow the sheath to come back up. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
As reported, a mynxgrip vascular closure device (vcd) would not deploy, the sealant may have been prematurely shuttled. Then, the sealant stuck and would not allow the sheath to come back up. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received non-sterile device showed that the shuttle was disengaged from the black handle. The procedural sheath was observed on the shuttle cartridge tubing, covering the balloon proximal tip as received. The advancer tube and the sealant remained inside of the shuttle cartridge. The syringe was attached to the device with stopcock open. The unsheathing of the sealant step was performed on the returned device by manually retracting the procedural sheath and shuttle cartridge back to the black handle. Slight resistance was felt during unsheathing process. After unsheathing, blood was observed on the sealant as well as on all the surface of the advancer tube. Visual inspection at high magnification found that the sealant was soaked in blood and a portion of the sealant¿s proximal end was wedged between the outer cartridge tubing and the advancer tube. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated; and during shuttling and unsheathing step, the sealant was dragged in to the clearance between the outer cartridge tubing and the advancer tube, hindering the device from unsheathing the sealant during the procedure. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. In addition, 9 sterile mynxgrip vascular closure devices 5f were also returned for evaluation. Three sample devices were randomly chosen from the returned sterile units for visual and functional inspection. The investigation results found no anomalies on the returned units. The returned products performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1828201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned non-sterile device since resistance was experienced. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. There was no issue noted with the non-sterile devices returned. Based on the limited information available for review and the investigation performed, the issue might have been caused by procedural/handling factors as evidenced by the prematurely swollen sealant stuck to the shuttle. If high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. As the sealant prematurely swells, it increases the profile of the sealant which can prevent the procedural sheath/shuttle from being advanced/retracted during the procedure and adhere to device components. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.